Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-47433. It was reported that the patient presented with noise on the right atrial lead and the right ventricular lead. The leads were explanted and replaced. Patient status was not reported.